Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be completed. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) instruments - manufacturing date: august 13, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via the service and repair department that a facility identified the following issues with seven (7) synthes parts: the measuring needles broke off from the main body of two (2) pair of depth gauges; the tip of a cannulated 4.0mm hexagonal screwdriver was stripped; the wooden handle of a stardrive screwdriver t15 broke; the notch on the end of guide shaft broke; and two (2) combination t-wrenches were either over-torqued or stripped. There was no reported patient or surgical involvement with any of the identified issues. All of the reported device issues were assessed for reportability. Only the four (4) broken devices were deemed reportable. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
A product investigation was completed: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The complaint was able to be confirmed. Although the definitive root cause could not be determined based on the given information, it is likely that the age of the device as well as excessive force contributed to the complaint condition. Per the technique guide, the 338.23 dhs/dcs guide shaft are instruments routinely used in the dhs/dcs dynamic hip and condylar screw. The device was returned with the distal tabs of the guide shaft broken off and the distal cannulation was deformed. It is likely that the use of excessive force during surgery or sterile processing has led to this complaint condition. The balance of the returned guide shaft shows significant deformation and some markings along its length. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.